Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were verified through a review of the event history log. Visual inspection found the downstream tubing guide shimming to be out of tolerance. Evaluation also found an out of specification force sensor. The issues with the force sensor and the downstream tubing guide were determined to be the causes of the downstream occlusion alarms. The force sensor was calibrated and the downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream occlusion alarms. There was no patient involvement. No additional information is available.